Event description:
It was reported that there was a history of noise leading to oversensing on this right atrial lead. The lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).